Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) lead stretched. The visual inspection also noted that the helix was distorted/bent and there was blood in the helix mechanism.

Event description:
It was reported during the implant procedure that the helix spontaneously extended, and would not retract, at implant attempt. The lead was not used. No patient complications have been reported as a result of this event.